Event description:
The customer reported that during use of this handpiece, the trigger would stick and the handpiece would continue to operate after the trigger was released. There was no report of serious injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form was received from the user facility. An evaluation confirmed the reported problem. Further evaluation found that the handpiece would run in safe mode and has the potential to operate on it's own related to controller failure. An investigation of this failure mode remains in process. Conmed linvatec will continue to monitor this product for failures.